Event description:
During a distal pancreatectomy procedure, the device did not fire staples. The procedure was completed with another device of the same product code. There was no patient consequence.